Event description:
It was reported that pacing impedance on this rv lead was high, out of range, since back in 2019, about the time the patient had mitral valve repair. Patient was following up at another clinic and hm deactivated in 2020, so full details are unknown. On (B)(6) 2026, the device was exchanged, both associated leads were capped and replaced.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The provided x-ray image was analyzed. A dislodged ra lead can be confirmed. Due to the poor resolution quality a more detailed analysis is not possible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.